Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported the patient¿s pump stalled and recovered secondary to the placement and removal of the magnet over the pump. It was reported the patient¿s pain was now being controlled.

Event description:
It was reported that over-sedation occurred secondary to therapy initiation that was diagnosed based on patient symptoms. As a result of the over sedation, therapy was suspended by placing a magnet over the pump on the report date. The device system was used to deliver hydromorphone. It was later reported that the device system delivered dilaudid and bupivacaine. Per the provided session data report, a motor stall occurred on the report date. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported additional interventions included decreasing the rate by fifty six percent on 2013-(B)(6) along with removing the magnet on that same day, the same day the magnet had stopped the therapy, to resume therapy. It was noted per etiology, the event was possibly related to the drug; drug action included a new drug added. The patient outcome was listed as resolved without sequelae as of 2013-(B)(6).